Event description:
The customer contacted stryker to report that their device did not recognize a shockable rhythm. In this state the device may not deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and was not able to verify or duplicate the reported issue. Analysis of the device's software logs confirmed the device functioned as designed. Some of the peaks in the ECG were considered to be narrow qrs complexes by the algorithm, due to the amplitude and steepness of slopes, which impacted the rate measurement leading to the ¿no shock advised¿ decision made by the lifepak® 15. While this is important to know, it is not an indication of device malfunction. This is within the acceptable level of sensitivity and specificity as set by international standards for AED performance. Corrected data: section d4 gtin of the initial medwatch report indicates: (B)(4). Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Manufacturer narrative:
Stryker performed an initial evaluation of the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not recognize a shockable rhythm. In this state the device may not deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.